Event description:
Same case as MDR ID#: 3003853072-2013-0070, 00071, 00072; 1649384-2013-00075. It was reported that during a lumbar fusion revision surgery, the pt suffered blood loss and died. The pt underwent the index procedure due to degenerative scoliosis. Instinct java screws and rods were placed from t10 to the sacrum, with incompass iliac bolts placed on both sides of the ilium. Non-zimmer biologic material and interbody spacers were used. Revision surgery was performed due to non-union. The pt was no longer ambulatory prior to the revision due to infection. It is reported that the pt was an active IV heroin user. The initial medical opinion is that the infection is related to IV drug use. During removal, it was noted that a 6.5x45mm instinct screw at the right side l3 had a broken "saddle" and that the tulip head of the 6.5x45mm instinct screw left screw at l3 was disassociated form the shaft. The left side incompass iliac bolt was then removed with no issues noted. During removal of the right side incompass iliac bolt, the bolt felt loose due to the pt's poor bone quality and existing infection. Upon removal of the right side bolt, the pt experienced a major bleed through the screw hole opening. The amount of blood loss was not specified but it was reported that the fluid collection container had completely filled with blood. The surgeon filled the hole with clotting agent and held with his finger for a "couple" of minutes. The bleeding appeared to stop. The pt then coded and was turned from prone to supine position. Resuscitative efforts were attempted, including CPR, but the pt died. The cause of death has not been reported. Preliminary, pre-autopsy medical opinion is that the pt suffered pulmonary embolism.

Manufacturer narrative:
Additional information has been requested. At the time of this report, no additional information was available. A supplemental report will be submitted with any relevant information that is received and when the complaint evaluation is completed.